Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number of the device was not recognized by the manufacturer. Attempts were made to obtain the correct lot number; however no other number was reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
The patient presented with cardiogenic occlusion at the m1 segment of the right middle cerebral artery (mca) and a mechanical thrombectomy procedure with the use of a retriever (subject device) was performed. After treatment, it was reported that vessel dissection occurred; therefore, a stent was deployed and the vessel recovered. Approximately three days later, the patient's condition worsened and the patient died. The cause of death was not reported. No further information is available.

Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
The patient presented with cardiogenic occlusion at the m1 segment of the right middle cerebral artery (mca) and a mechanical thrombectomy procedure with the use of a retriever (subject device) was performed. After treatment, it was reported that vessel dissection occurred; therefore, a stent was deployed and the vessel recovered. Approximately three days later, the patient's condition worsened and the patient died. The cause of death was not reported. No further information is available.